Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 30 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer tried to self treat by administering a glucagon injection however was also given 45 carbs to eat and was observed until bg level stabilized. Systems check with tandem technical support confirmed the pump is functioning as intended.